Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure that was completed with cryo, the patient experienced vagal nerve 'stunning.' The patient had symptoms of nausea and reflux, and had a hard time holding down food; it would 'come right back up' after eating. No diarrhea or vomiting were reported. The patient ate smaller portions and over time the symptoms improved; she was eating several meals per day at the time of this report. The patient had slight discomfort in the back of her throat when taking a deep breath; she had no pain with swallowing. No further patient complications have been reported as a result of this event.